Event description:
Device array opened outside body with light remaining on indicating that array was not open, could not get light to go off. Another device obtained for procedure.

Event description:
Device array opened outside body with light remaining on indicating that array was not open, could not get light to go off. Another device obtained for procedure.